Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was observed in the plastic container, and a hair was observed inside the package, spanning across the cannula handle. The original packaging was not returned. No visual defects were observed. Based on the condition of the device as returned and on the results of the investigation, the reported failure mode ¿contamination/ decontamination problem¿ was confirmed. However, it is not possible to determine when the hair was introduced into the device package. The lot sterilization inspection forms and the lot DHR was reviewed. No nonconformities occurred during the sterilization process. There were no non-conformities observed in the DHR. The lot conforms to all the requirements and specification.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was noticed to have a hair in the kit when it was opened. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was noticed to have a hair in the kit when it was opened. A replacement device was used to complete the procedure. No patient involvement.